Event description:
It was reported that during use in a procedure, an rf probe had an electrical short.

Manufacturer narrative:
Final investigation showed that the tip of the rf probe was melted. A piece of the ceramic insulation was found to have broken off the head of the device. The damage to the insulation caused the device to not function properly. Similar failures have been observed when these devices are operated with an insufficient amount of irrigation fluid, causing the device to overheat.